Event description:
It was reported that, "cup was loose and squeaking could be heard. Replaced with v40/c-taper adapter sleeve and 36mm +5 biolox c-taper head. Used zimmer cup and liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.